Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned or was discarded; therefore, a return sample evaluation is unable to be performed. Duodenal ulcer is a known complication of a pej tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date, the patient was hospitalized due to abdominal pain. On (B)(6) 2018, an endoscopy revealed a cavitated lineal pressure ulcer in the first knee of the duodenum, after the bulb, caused by the long state of the plate of the tube. All of the peg-j system was removed and a new external tube was placed. An internal tube was not placed.